Manufacturer narrative:
The following components were received in the return: the delivery system catheter with partially tethered sensor loaded through hoop and a sheath over the proximal end of the catheter. The visual inspection of the length of the catheter showed no abnormalities with the body or hub of the catheter. The returned catheter's outer diameter was found to be within specification. The visual inspection of the sensor and tethering showed abnormalities with the sensor being partially tethered. When verified against specifications during the visual inspection, there was gross damage to the wire loops resulting in the sensor having slack at the distal end and lifting off the catheter at the proximal end of the tether region. The width of the sensor was found to be within specification. The results of the investigation showed abnormalities that are constant with the event description, however the root cause could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
During cardiomems implant procedure the physician was unable to pass the delivery system through the area of the patient's tricuspid valve where there were also pacemaker leads. Physician tried for several minutes rotating the cardiomems sensor through this area but could not advance. The delivery system was then removed from the body. Upon removal the physician reported the sensor appeared to no longer be completely tethered on to the delivery catheter. A new sensor was then opened and a second attempt was made to implant the patient but was also unsuccessful and the implant procedure was abandoned (second attempt is reported in MDR-2023-45945/3004936110-2023-01162). There were no adverse consequences to the patient.